Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number 617147. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact. The top case was broken at lower left corner, right case cracked by upper screw hole and the battery was depleted. A review of the event history log found evidence of motor rate error and motor not running errors in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was not duplicated. The root cause of the problem was a combination of worn and dirty worm gear, leadscrew and clutch halves. This wear was considered normal wear as the pump was over 9 years old. To resolve the problem, the old style black clutches, the worm gear, and the lead screw were replaced.

Event description:
It was reported that the pump displayed motor rate error and pressure increasing error. No additional information available. No patient injury was reported.